Event description:
It was reported that during implant procedure that patient's right ventricular (rv) lead was dislodged during slitting due to patient's anatomy. It was further noted that the stylet was not able to be advances in the lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of stylet insertion difficulty was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue and with the stylet used the procedure inserted inside the lead. The test stylet was inserted all the way through the distal tip and removed without any restrictions. After cleaning the lead, the helix was able to be extended/retracted and the helix length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.